Event description:
(B)(4) - the dentist reported that 1 month and 11 days after the dental implant was installed in intraoral region 9#, its non- osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), bone graft was placed and immediate implant procedure was performed.

Manufacturer narrative:
Additional patient code: 19/cause traced to user. Follow-up is being sent to correct information sent in field b5 describe event. Considering the surgical methodology, it was seen that the dentist has selected animplant design which is not recommended for the patient's bone quality. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system and is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
(B)(4)- the dentist reported that 1 month and 11 days after the dental implant was installed in intraoral region 9#, its non- osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and immediate implant procedure was performed.